Manufacturer narrative:
Investigation summary : as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Additional details regarding what information was missing were also unavailable. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd emerald¿ syringes with attached bd microlance¿ 3 needle the label information was missing from four boxes. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: indicates that the reference is missing on the 4 boxes.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald¿ syringes with attached bd microlance¿ 3 needle the label information was missing from four boxes. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: indicates that the reference is missing on the 4 boxes.